Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03574. It was reported air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the patient¿s laa. A 24mm watchman ® laa closure device & delivery system (wds) was advanced and deployed. However, the device was recaptured and deployed again. After the second deployment of the 24mm watchman ® laa closure device, the patient experienced bradycardia. The procedure was stopped. Coronary angiography revealed air in the aortic arc and in one of the coronaries. After the physician aspirated approximately 50ml of air, no more air was visualized. The patient woke with no neurological issues and was in stable condition. Post procedure the x-ray images were reviewed and air was noted to have occurred after the full recapture of the 24mm watchman ® laa closure device.

Manufacturer narrative:
Describe event or problem, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR: returned product consisted of a watchman access sheath (was) and the watchman delivery system (wds). The hub, tip and shaft were examined. There were numerous kinks throughout the shaft. The tip was torn with the inner liner bunched in the lumen. The valve was partially closed as-received. Microscopic examination of the valve did not reveal any damage or irregularities. Functional testing of the valve confirmed the ability to completely close the valve with minimal force. Water was injected into the was by attaching a syringe filled with water. There were no leaks or air bubbles observed during water injection. There was no evidence of any material or manufacturing deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that air was noted on x-ray images after the second deployment. It is not known how air was introduced into the patient. No air was visualized in either watchman device. It was noted that 800ml of saline was administered to the patient due to low la pressure reported as 0mmhg.